Event description:
A report was received that the patient felt uncomfortable with the battery's previous location which was close to the rib area. The patient underwent a revision procedure wherein the physician relocated the ipg. The patient was doing well following the procedure.